Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose was 89 mg/dl. The customer inserted a new battery but the blank display persisted. Troubleshooting was done. The customer did not have a new aaa alkalin battery to test the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device had normal operating currents. No damage found on the lcd isolation tape noted. The device had cracked reservoir tube lip and minor scratched lcd window.